Event description:
From the time I had implant placed after bilateral cancers. I have had horrible chronic health conditions that have only gotten worse over time. The muscle spasms, rib pain, and head, neck, shoulder and back pain were excruciating. I immediately had capsular contraction and constant pain. I had burning from the inside and outside, I was in physical, occupational, balance, speech, and cognitive therapy, I felt sick all of the time and it was blamed on chemo. I had constant problems until the day they were removed, and I am not better. I have been tested for heavy metals twice since having implants and have tested positive for heavy concentrations. I did not have lead exposure prior, having been checked as a child, and during college. There was also pathology done from dr. (B)(6) at explant (B)(6) 2019, cognitive dysfunction; I am now disabled, prior bilateral breast cancers, ehlers-danlos syndromes, inflammatory arthritis, chronic muscle spasms through chest, back, neck, shoulders, tinnitus 24-7, fluid drainage and hearing loss in left ear - have a hearing aide now. Neuropathy in extremities, had to have carpal and cubital tunnel surgery done, don't help. Neuralgia, dysesthesia, fibrosis bursitis, scar tissue problems and pain, bulging discs, floating ribs, asthenia, ulnar nerve lesions, greater trochanteric pain syndrome, vertigo, balance issues, nausea, chronic blood renal abnormalities, eye problems, pressures. Heart palpitations, chronic dry eye, torn rotator cuff. After explant, got off of 4 blood pressure meds: norvasc, atenolol, cardura. Since implant, I had hypertension that averaged 210/110 for years, I am lucky to have not had stroke in addition to the rest of my chronic/ debilitating conditions. I was in constant pain, had horrible 24/7 hot flashes and disgusting all night/ night sweats, shingles over a dozen times, often on my chest/ trunk area. I was tested multiple times for renal artery stenosis. Constant skin lesions, scalp lesions, outbreaks, flareups. Thyroid tests, mris to check for m.s., for chronic symptoms, iron deficiency, multiple falls, dizziness spells, resulting in dr visits. I have had fascia therapy, cupping, balance, speech, occupational, physical therapy and skin desensitization therapy. I have medical indued anxiety problems, neurophysiologist declared me disabled due to cognitive dysfunction/ pre- alzheimer / dementia. Depression, ptsd, over osteopenia, hot cold, intolerance fatigue, insomnia, palpitations, dizziness, chemical odor in body, retina problems after explant ((B)(6) 2019). Removed norvasc, atenolol, cardura , spironolactone per dr. (B)(6) cardiologist at (B)(6). I had been on since hypertension mysteriously happened after having implants. Have only been on one bp med since explants. I still have palpitations, still see cardiologist. Going for heart monitor again next week. Hair fell back out after coming back from chemo, is better after explant. I thought I was dying, I felt poisoned, especially when I was in hot places or tried doing a sauna; almost died. Heart bursting in my chest. They dont think I had a heart attack. I am now full of heavy metals so high that the county and state of (B)(6) contacted me and tested my water, it had no detectable lead. I now see a cardiologist, neurologist, osteopaths, orthopedist, optometrist, retina specialist, multiple ear, nose, and throat specialists, gynecologist, rheumatologist, plastic surgeons, general surgeons, general practitioner, psychiatrist and urologist. M.s. Symptoms checked with MRI - could not swallow with implants. Bladder problems, weakness, muscle fatigue, swollen nodes, inflammation of my entire body, autoimmune symptoms already had got 20 x's worse, so bad. Multiple perforated eardrums, 5 sets of tubes in 7 years. My ear weeps clear fluid, said isnt cerebral spinal fluid. Coughed up balls of mucus daily until 2 months after explant - gone now. Had vomiting due to nausea / heat intolerance. My ribs still move, chest is crushed, and skin adhered to ribs, severe limitation to movement improved after explant, I could breathe after explant.